Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of not holding a charge and randomly shutting off while unplugged was confirmed. The reported issue is confirmed. The unit does not hold a charge and shuts off abruptly when not connected to ac power. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed two similar complaints from this serial number. The similar complaints have been reported by three us facilities. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal lithium-ion battery failure. (Reference: MDR number 3006260740-2018-03134) and (reference: MDR number 3006260740-2019-03406).

Event description:
Per tm - not holding a charge and randomly shutting off while unplugged.